Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested using automated test equipment and no anomalies were found. The cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was still in the box and upon interrogation it presented in the backup vvi mode. The device was not use and was returned.